Event description:
Philips received a complaint by the customer on the v60 indicating that there is an issue with the device's touchscreen. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.